Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 29apr2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the femoral vein due to pain and swelling in the left lower limb, dvt. Plaintiff is alleging tilt, embedded ivc filter, stress, anxiety, swelling of legs, pain in legs, groin, pain radiates to bottom of feet, still experiencing blot clots. Successful retrieval on (B)(6) 2016.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, embedded ivc filter, still getting clots, leg swelling, leg pain, stress, anxiety¿. Cook will reopen its investigation if further information is received. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.